Manufacturer narrative:
Carefusion complaint number cmp(B)(4). In the event that additional information is received a follow-up report will be submitted at that time. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the vent was alarming circuit occlusion and extended high p peak alarms. There was no patient involvement at the time of the reported issue.

Manufacturer narrative:
Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. A new oxygen cell was also installed. No further investigation will be performed.